Manufacturer narrative:
Added information to section b3 and d9. Updated section h6 (component code, type of investigation, investigation findings, investigation conclusion) and h3 (device evaluated by manufacturer) finally, the device was not received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Clinical logs were provided for review, however they did not confirm the reported issue. During manufacturing, the monitor is pre-configured with default settings based on generally accepted clinical ranges in order to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Patient demographics were unable to be obtained.

Event description:
As reported, with this hemosphere monitor the mixed venous oxygen saturation (svo2) values drifted from 48% to 72%. A software issue was also observed, however, no further details were provided. It is unknown if any error message was displayed, but no error message was found reviewing the logs. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained.